Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file review showed a loss of power to the mobile power unit (mpu).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power to the mobile power unit (mpu) was confirmed via log file analysis. A review of the event log file contained data spanning approximately 8 days (B)(6) 2023 per timestamp). From the beginning of the log file, on (B)(6) 2023 at 10:16:56, while connected to the mpu, low power hazard and power cable disconnect alarms were active. The onset of the loss of power was not observed in the log file due to the data being overwritten. On (B)(6) 2023 at 9:17:18, low power hazard and power cable disconnect alarms activated due to a loss of alternating current (ac) power. At 9:17:22, the alarms transitioned into no external power alarms. The alarms in each event resolved once external power was restored. Pump operation was not affected. The heartmate mobile power unit, na (s/n: (B)(6) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power to the mobile power unit (mpu) was confirmed via log file analysis. A review of the event log file contained data spanning approximately 8 days ((B)(6) 2023 per timestamp). From the beginning of the log file, (B)(6) 2023 at 10:16:56, while connected to the mpu, low power hazard and power cable disconnect alarms were active. The onset of the loss of power was not observed in the log file due to the data being overwritten. On (B)(6) 2023 at 9:17:18, low power hazard and power cable disconnect alarms activated due to a loss of alternating current (ac) power. At 9:17:22, the alarms transitioned into no external power alarms. The alarms in each event resolved once external power was restored. Pump operation was not affected. The heartmate mobile power unit, na (s/n: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: the manufacturing date (h4) has not yet been determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.